Manufacturer narrative:
Device not returned.

Event description:
The screw blocking mechanism (one of six) disassociated from the plate during surgery. The plate remains implanted in the patient and the blocking mechanism was reinserted into the plate.